Event description:
It was reported that a malfunction alarm occurred, identified as malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if the issue arises again, which the customer understood and acknowledged.